Event description:
It was reported that a pump declared a cartridge change error. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. The customer was instructed by technical support to inspect and clean the pump's components, but the initial attempt to load the cartridge was unsuccessful. After further assistance, the customer successfully loaded a new cartridge and was able to resume insulin delivery.